Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hbc ii assay performed within specifications. The specificity claim for the assay, as stated in the product labeling, is 99.93% for blood donors, and single false positive results can occur. A review of calibration and quality control data confirmed that all results were within the specified ranges. No abnormal alarms were observed on the analyzer, and pre-analytic conditions, including centrifugation parameters, were reported to be within acceptable limits. However, the investigation was limited due to the unavailability of sufficient sample material for further testing. The root cause of the reported discrepant result could not be definitively determined. It was noted that the elecsys anti-hbc ii assay result was repeatedly reactive, while results from two other assays (autobio and mindray) were negative. For diagnostic purposes, all results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings. A follow-up sample was recommended to further assess the patient¿s serological profile for hbv.

Event description:
The initial reporter alleged a discrepant positive anti-hbc result using the anti-hbc g2 elecsys e2g 300 assay on the cobas e 801 analytical unit, compared to negative results obtained with autobio and mindray assays. The patient sample was tested using the anti-hbc g2 elecsys e2g 300 assay and generated a reactive result of 0.591 coi. A repeat test on the same system produced a reactive result of 0.581 coi. Additional serological testing on the same sample included anti-hbs, which was reactive at 243 iu/l; hbeag, which was non-reactive at 0.083 coi; anti-hbe, which was non-reactive at 1.37 coi; and hbsag ii, which was non-reactive at 0.41 coi. Anti-hbc igm was not measured. Testing with autobio and mindray assays showed a negative result for anti-hbc and a positive result for anti-hbs. The discrepant anti-hbc result was released outside of the laboratory.